Manufacturer narrative:
No other complaint registered for this specific lot. In total 15 catheters were sent back for balloon burst test, no norm deviation was observed during the tests. All catheters burst after a few pumps. A total of 8 catheters were tested and according to the specification the catheters passed the balloon test. The measured parameters were in conformity with norms. Nothing unusual could be detected on the catheters. Deviation was not found in the production which can cause that the peristeen catheters did not burst when it was pumped 11 times. The complaints are monitored for a forming trend and reported the management on a regular basis. Preliminary medical assessment: rectal lesion due to overinflated balloon. Bowel wall assumed to be weakened after radiotherapy and "irradiation therapy in the abdominal or pelvic region." Is listed as a precaution in the IFU. User error: too many pumps. According to instruction for use a maximum of four full pumps should not be exceeded. Balloon deficiency - should burst after 5-6 pumps. Final assessment: catheters from the affected lot received and tested in coloplast. They all complied with specifications, bursting after installation of app. 350 ml air. This corresponds to about 7 full pumps. Medical assessment: rectal lesion due to in connection with balloon inflation. Bowel wall assumed to be weakened after irradiation therapy; "irradiation therapy in the abdominal or pelvic region" is listed as a precaution in the IFU. No device deficiencies.

Event description:
Medical assessment: rectal lesion due to in connection with balloon inflation. Bowel wall assumed to be weakened after irradiation therapy; "irradiation therapy in the abdominal or pelvic region" is listed as a precaution in the IFU. No device deficiencies.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year-old female who at the age of 27 received radiotherapy for a cervical cancer, which according to the patient "affected her bowels to such an extent that any operations would be high risk". In 2007 the patient had a laparoscopic removal of an ovary and at that time a hysterectomy was abstained from as "the hospital decided it was too high risk". During the last 20 years the patient has suffered from irregular bowels and was advised to use peristeen by a consultant at the hospital. Initial training on (B)(6) 2019 by a coloplast nurse. On (B)(6) the patient reported to have blown the balloon with 11 pumps before realizing a severe rectal pain; after balloon deflation there was rectal bleeding and pain and she was taken to hospital and was told that she has a "lesion in her rectum as a result of the trauma caused by the overinflated balloon on the rectal catheter". The patient was taken to the emergency room and admitted to the hospital. On (B)(6) 2019 the patient was treated with IV antibiotics and discharged (by herself) (B)(6) with oral antibiotics.